Event description:
The patient reported she has to tape the v-go on. The patient said this especially occurs when she is hot and sweaty. The patient said the v-go comes loose and the needle would start to poke her.